Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with peeling keypad overlay, cracked case at display window corners, cracked display window, minor scratches on display window and broken reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they had to press the buttons several times to enable a response on the insulin pump. The customer also reported experiencing high blood glucose. Customer's blood glucose was 300 mg/dl. Customer declined to troubleshoot for their blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.